Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined the cause of the discordant tbil and dbil results were user error. The fse found the clot sensor turned off. The fse turned the clot sensor on, performed a total service call and ran qc. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant results for total bilirubin (tbil) and direct bilirubin (dbil) were obtained on an advia 1800 instrument. The results were reported to the physician, who questioned the results. The same sample was repeated on the same analyzer twice. The corrected results were reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant tbil and dbil results.